Event description:
It was reported that the jostent graftmaster otw 3.5 x 16 mm, was used to treat a coronary aneurysm in the proximal right coronary artery. The second stent delivery system (sds) 3.0 x 12 mm, was used due to the initial jostent graftmaster otw sds moving during initial handling and inflation. No patient effects were reported. No additional information was available.

Manufacturer narrative:
(B)(4). Stent movement during deployment could be influenced by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. Return of the stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. It was reported the graftmaster stent was used to treat a coronary aneurysm. It should be noted the graftmaster instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the stent movement during deployment could not be determined. To help ensure this is not the result of a manufacturing issue, various quality checks are in place to verify visual, function and dimensional specifications, including proper balloon dimensions, proper stent placement and stent dislodgement force.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4) - indication for use.